Manufacturer narrative:
Evaluation summary: based upon the inquiry information received visual and functional examination: the unit was found to require the vso vacuum system to be replaced. The device was functionally tested, met all product requirements and returned to the customer.

Event description:
It was reported that his demo units vacuum is not working. While testing the unit, he noticed that their was a burning smell that got progressively worse. There was no patient involvement.